Manufacturer narrative:
Concomitant products: 6947 lead. Implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks, and the lead integrity alert (lia) triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic). It was suspected that electromagnetic interference resulted in oversensing of noise, which subsequently resulted in the inappropriate shocks. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.